Manufacturer narrative:
The insulin pump alarmed motor error during rewind, problem isolated to motherboard. Unable to perform displacement test due to motor error alarm. No motion force sensor error alarms noted. The motor was tested outside of device and passed. Motor position encoder error confirmed in history file due to motor error. Device received with cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error, and motion sensor test failure. Customer's blood glucose level was 220 mg/dl. The customer was unable to describe the possible damage to the drive support cap. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.